Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was reported to be due to a hole in a non-baxter catheter device. The patient was not hospitalized for this occurrence. The patient was treated with ancef and gentamycin intraperitoneally (intraperitoneally (ip), for 10 days, dose not reported) for peritonitis. The patient recovered from the event. Twenty-five days after the initial onset of peritonitis, the patient experienced recurrent peritonitis manifested by cloudy effluent and was hospitalized. The cause of the recurrent peritonitis was reported to be due to gastritis and the patient being immunocompromised. The patient was again treated with ancef and gentamycin (ip, for 14 days, dose not reported) for the recurrent peritonitis event. The patient was discharged from the hospital after four days. On an unreported date, the patient recovered from the recurrent peritonitis. Pd therapy was ongoing. Additional information was not available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).